Event description:
Patient called alleging that the meter had no power. Patient took insulin without knowing what the blood sugar was. Patient had replaced batteries and meter still did not have power. Patient did not experience any symptoms and did not suffer a serious injury. Patient had a back up meter; however, did not have supplies to check the blood sugar. When the meter does not turn on, a patient cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value. Customer service was unable to resolve the issue and sent patient a new meter.